Event description:
Consumer reported alarms/alerts not working. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of data did not confirm the reported alarms not working complaint. Data was received (B)(6) 2013.